Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The hdf-3500 passed ¿out qat from heartsine technologies on the 5th october 2016. The returned pad-pak was investigated, revealing one of its battery cells had leaked and subsequently failed. This had resulted in a low pad-pak voltage and the device initially failing a self-test due to a low battery on the 4th march 2017. The user would have been alerted with a ¿warning, low battery¿ prompt alongside a flashing red status indicator and failure chirp, as per the reported fault. The returned hdf-3500 device performed to specification throughout the investigation. The battery monitoring circuitry and device current drain were verified without fault. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. Therefore, it is concluded that the returned pad-pak had failed due to the single failed cell. Information from the device memory suggests this pad-pak was first installed in the device on the 26th february 2017 and the device passed all daily self-tests up to the 3rd march 2017. The device then failed the following daily self-test on the 4th march 2017, recording a significant decrease in battery voltage from the previous self-test. It is therefore assumed that the cell had failed around this time. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with another hdf-3500.

Event description:
The device is beeping. Ther is no patient involved in this event.